Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose in the 300 mg/dl due to defective products. Customer reported that reservoir caused insulin to leak possibly damaging insulin pump and infusion sets did not look clear and looked old and filled with air bubbles. Customer requested for supplies to be replaced.